Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. Two 3.0mm x 150mm x 90cm sterling sl balloon catheters were advanced for use consecutively. However, both balloons ruptured on initial inflation at 12-14 atmospheres. The devices were removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.